Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 33 mmol/l at the time of event. The customer stated that they were playing football and customer was disconnected from the pump throughout the practice. Customer stated that there was loss of communication between insulin pump and transmitter. The customer declined troubleshoot for high. The insulin pump will not be returned for analysis.